Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with severe abdominal pain and prescribed antibiotics. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital (date unknown) presented with no growth in the culture and an elevated wbc count (exact count not reported by hospital). It was unknown if the patient was given a peritonitis diagnosis; however, it was reported the patient was treated as though he had peritonitis despite no growth in the culture. It was explained the patient is very conscientious during pd therapy and it was not believed a break in aseptic technique during pd therapy occurred, but there was no indication the patient¿s infection was due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient was prescribed antibiotics while hospitalized but the types, routes, dosages, frequencies, and durations were not reported. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient was prescribed oral doxycycline at 100 mg twice a day for 10 days upon discharge from the hospital. The patient was hospitalized again on (B)(6) 2022 for generalized weakness experienced during a pd treatment on the same day. The cause of the patient¿s weakness was unknown, but it was confirmed this adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2022 due to the severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient is recovering from this event and continues hd therapy on an in-center basis until he is cleared to return to pd therapy.